Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during biliary drainage of the common bile duct on (B)(6) 2013. According to the complainant, on (B)(6) 2013, biopsy was performed in the lower part of the bile duct and the rx biliary stent was deployed. On (B)(6) 2013, the physician took an x-ray to check the placement of the stent. A foreign matter was observed so the physician took a CT scan to confirm the finding. Results showed that the foreign matter was a detached guide catheter. The physician checked the image of fluoroscopic examination from the procedure performed on (B)(6) 2013 and it was revealed that the guide catheter had detached in the bile duct during that procedure. An endoscopic retrograde cholangiopancreatography (ercp) was performed and the stent and broken guide catheter were retrieved from the patient using grasping forceps. No other damage was noted to the device. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during biliary drainage of the common bile duct on (B)(6) 2013. According to the complainant, on (B)(6) 2013, biopsy was performed in the lower part of the bile duct and the rx biliary stent was deployed. On (B)(6) 2013, the physician took an x-ray to check the placement of the stent. A foreign matter was observed so the physician took a CT scan to confirm the finding. Results showed that the foreign matter was a detached guide catheter. The physician checked the image of fluoroscopic examination from the procedure performed on (B)(6) 2013 and it was revealed that the guide catheter had detached in the bile duct during that procedure. An endoscopic retrograde cholangiopancreatography (ercp) was performed and the stent and broken guide catheter were retrieved from the patient using grasping forceps. No other damage was noted to the device. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The stent and delivery system were returned with the stent deployed. A visual evaluation found the stent was not kinked. Both ends of the stent were collapsed. The guide catheter was detached and was kinked. The push catheter had a kink on the distal side of the catheter. The pull wire was bent at several locations on the distal side. However, the pull wire could be extended and retracted with little resistance. The push catheter was cut to remove the pull wire and observe the pull wire cannula; no issues were noted. Based on the product analysis, the noted damages are likely due to procedural / anatomical factors encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend / coil leading to additional force required which likely led to the guide catheter detaching from the pull wire cannula. Therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and directions for use (dfu) showed the device was used according to its label.